Event description:
It was reported that stent damage occurred. The target lesion was located in left coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment., however, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 24 x 3.50mm stent delivery system catheter batch was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and waswithin max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in left coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.